Event description:
The customer reported the touch screen is not working; the ventilator alarmed and no touch screen functions would work; the screen was locked up. The customer reported there was no patient involvement.